Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to check the absorbent canister and to toggle the bag to vent switch. (B)(4).

Event description:
The hospital reported intermittent checkout leaks. There was no report of patient involvement.